Manufacturer narrative:
Eval code-conclusion has been updated.

Manufacturer narrative:
(B)(4). Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis of the device also found a reliability non-conformance of the pump motor with a gear train anomaly of stall due to shaft-bearing.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (12 mg/ml at 7.002 mg/day) and bupivacaine (16 mg/ml at 9.336 mg/day) via an implantable infusion pump. The indication for use was noted as other. It was reported a motor stall occurred at 10:14 p.m. On (B)(6) 2015. The patient did not recently have a magnetic resonance imaging (MRI). The patient experienced an increase in pain and nausea. The onset of the symptoms was noted as sudden. The patient had seen the error code of 8479 on their personal therapy manager (ptm) on the night of (B)(6) 2015. The patient heard the alarm going off every 10 minutes. It was further reported the pump was explanted, replaced and returned for analysis. The patient status after the device was removed was noted as recovered without sequela. If additional information is received, a follow-up report will be sent.